Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-20340. It was reported the patient had fallen in the home causing the lead to fracture. Auto-reducing was experienced on all programs. It is unknown if x-rays were taken to confirm a lead fracture. Surgical intervention will be undertaken in the future. Follow-up identified the physician opted to replace the entire system.